Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on an unknown date and a fibrin sealant preparation device was used. When they tried to remove the airless spray tip the lure locks would not unscrew. A new device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: additional information provided by sales rep via email: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? The user is not new to using vistaseal. 2. How many times have they applied the laparoscopic tip? The user has applied the lap tip many times in the past. Estimated 65 times. 3. Was a sales representative present during the case when the issue was experienced? Sales rep was not present. 4. What is the lot number? Lot number is not known 5. Was the product applied to the patient? The product was not applied to the patient from the dispenser in question. 6. Were there any unexpected outcomes or complications as a result of the event? No unexpected outcomes. 7. Was there any leakage or biologic content observed in the luer locks connection? Leakage in the luer locks is not known. 8. Are there pictures of the damaged device available? No pictures are available of the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.